Event description:
Patient reports pump malfunction due to internal lithium battery running out. Patient will have delayed hyqvia dose due to having send out a new pump. She was supposed to take dose today but earliest we can ship it out is tonight. Patient was not able to receive therapy by an alternate method. No medical intervention required, but she stated she does have a cold and wanted to do infusion as soon as possible. The pump will be sent back to cvs with a replacement pump too. Serial number: (B)(6). Expiration date: 08/03/2026. Unknown if product is available for return. Unknown if doctor aware. No further information, details, or dates available. Indication: common variable immunodeficiency, unspecified. Getting system time out message on curlin pump. Advised lithium battery needs replacing/pump malfunction. Nothing had been drawn up yet for hyqvia and she only took vials out of fridge about 20 min ago. Did advise pi states not to return vials back to fridge once at room temp.